Manufacturer narrative:
(B)(4). Date sent 1/30/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: are there pictures/videos available for this complaint? No, the only available picture is for the item box. What is the patient consequences if any (delayed surgery, death, bleeding, extended hospitalization, etc.). Delayed surgery, bleeding and could have led to death. Is the product available for return? Yes. Can you provide distributor name for the product? Jnj. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what exact vessel was the stapler applied? Was it the renal artery or renal vein? What was the width of the vessel? Was this the only firing of the stapler? What is meant by ¿this happened multiple times in the past¿? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there any issue with the staple formation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a kidney surgery after firing the stapler on the renal artery the staples were supposed to be closed but the staples opened and there was severe bleeding that could lead to death. Laparoscopic left kidney transplant live donor hand assist, the surgery was delayed 10 minutes. The surgeon had to suture the impacted area. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2025. D4: batch #886c82. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload (a) loaded on the device. In addition, two (b and c) reloads were present along with the device. The reload (a) was received fully fired without apparent damage. The reloads (b and c) were received unfired. The device was tested for functionality in the straight position with the returned reloads (b and c) and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples meet the staple release criteria. The knife was visual inspected and no anomalies were noted. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 886c82, and no non-conformances were identified.